Event description:
The lay user/patient contacted lifescan in late 2008, and alleged that his one touch ultra2 meter was not powering on. The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred the month before, at 9:00 pm. As a result of the reported issue, he took less food/drink. He also reported that four days later, he experienced symptoms of having a headache and frequent urination. The patient was tested on a doctor's meter with a result of 180 mg/dl (unknown if he was experiencing the symptoms at that time). He was advised to increase his oral medications. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The patient was using the correct test strips and had replaced the battery per the owner's manual. The batteries were correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hyperglycemia after the reported issue began. He was advised to increase his oral medication regimen. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.